Event description:
The caller reported that the pins on the flange popped out of the tube while the doctor was performing a intubation procedure. The caller reported the doctor was able to pop the flange pins black into place and continued with the intubation procedure. The caller confirmed that the patient is doing well and the tube was still in place as of (B)(6) 2013.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. Without the actual complaint sample being returned a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report. Manufacturing controls are in place to detect related defects and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes.